Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the field complaint of a twisted lead was confirmed in the laboratory. As received, the lead had a kinked tip. However, the damage found was sustained in the field. The lead exhibited normal electrical characteristics. No anomaly was found.

Event description:
It was reported that the lead had a twist at the distal end. The lead was returned for analysis.